Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ blunt fill needle when drawing up medication crna noticed something floating in the syringe.

Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows a piece of matter 7mm long and about 1.5 to 2mm wide. It looks like a piece of plastic, but can¿t be confirmed. Root cause is unknown. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd¿ blunt fill needle when drawing up medication crna noticed something floating in the syringe.